Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. H6: investigation summary customer returned three syringes in polybags labeled for 0.3ml, 31 gauge, 6mm syringes from lot 0342393. The syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shields required 4.03, 4.56, and 5.90 lbs of force to be removed. Removing the needle shields found that the hub was attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrels could not be confirmed from these samples. However, it was noted that the pull force required to remove the shields trended high and the hubs are not all fully flush to the syringe barrels. A review of the device history record was completed for batch # 0342393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 31g 6mm hub separated. The following information was provided by the initial reporter : the consumer reported the needle shield difficult to remove and the needle hub separated and stayed inside of the shield.

Manufacturer narrative:
Date of event: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31g 6mm hub separated. The following information was provided by the initial reporter : the consumer reported the needle shield difficult to remove and the needle hub separated and stayed inside of the shield. Date of event : unknown. Samples : available.